Manufacturer narrative:
MFR received date: 28 aug 2019. Date of report received: 29 aug 2019. The sensor board w/o distal pressure, assembly, inhalation module, assembly, power supply, 2nd gen, esprit, and the pcba, sensor were returned to failure investigation for evaluation. Visual inspection of all parts revealed no signs of damage or contamination. The manufacturer's field service engineer (fse) replaced the power supply, sensor pcba , inhalation module, asco solenoid, and oxygen valve to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The inhalation module was defective. Also the oxygen valve assemble does not want to connect to the parts next to it. The manufacturer¿s field service engineer (fse) replaced the defective power supply, sensor board , inhalation module, ascosolenoid and oxygen valve to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported (defect on arrival) defoa- unit will not power on. After replacing the power supply the unit still had issues. The power supply was defective and has sparks, and caused the unit to shut down. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified: estimate used.